Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. The occlusion test could not be performed due to the alarm for the loose drive support disk. The insulin pump alarmed for a button error due to a flattened button dome switch. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 123 mg/dl. No significant events leading to the alarm were observed. The caller reported that sometimes the drive support cap would stick out and stated that the customer had pushed it back in, continuing use of the device thereafter. Advised discontinuation of the insulin pump. Nothing further reported.